Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the bending tube contacted inside the patient¿s body while the tube was damaged and exposed, resulting in an abrasion. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿inspection of the endoscope: gently hold the midpoint of the bending section and approximately 20 cm from the distal end. Push and pull gently to confirm that the junction between the bending section and the insertion tube is not loose.¿ ¿troubleshooting guide: the following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables. Troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in ¿returning the endoscope for repair¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported during a colonoscopy procedure using an evis exera iii colonovideoscope, the bending section broke open. According to the customer, they had run a biopsy forceps through the biopsy channel prior to this procedure (as well as all procedures) to ensure the channel is clear of debris as a protocol. They did not see any damages at the bending section at that time. The patient experienced an abrasion due to the damaged bending section. It is unknown if the patient required treatment or intervention. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided. The scope was returned to olympus for evaluation. The user¿s report was confirmed. The bending section cover was torn which exposed the bending section braids (mesh). It was noted that passive and active side of the bending section were detached at the joint exposing the internal elements. In addition, multiple non-olympus repairs were found on the physical device. The non-olympus parts findings includes the insertion tube, bending section cover, bending section adhesive, and distal end cover.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. Physical evaluation of the returned device: olympus performed a visual inspection on the device in the as received condition. Upon inspection, it discovered that the bending section cover was torn which exposed the bending section braids (mesh). It was noted that passive and active side of the bending section were detached at the joint exposing the internal elements. In addition, multiple non-olympus repairs were found on the physical device. The non-olympus parts findings includes the insertion tube, bending section cover, bending section adhesive, and distal end cover. Olympus is unable to determine the integrity non-olympus repairs. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.